Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the staff that there was no trouble encountered during insertion, but found the fiber optic did not work. ICU nurse taking care of pt on (B)(6) 2009 stated pump was working fine, pt was stable and timing was good using transducer waveform. Fiber optic connection was disconnected and reconnected, but that caused no change in the situation. Fiber optic code was low light (ll). ICU assistant manager was very unhappy with the performance of the equipment and catheters and said they were noting little or no augmentation on pt. Pt's blood pressure (bp) was 130/90 at the time and they were getting ready to discontinue intra-aortic balloon (iab). Reporter explained they may not be seeing much augmentation on pt as their stroke volume may be bigger than iab volume and also asked that strips be saved for review. On (B)(6) 2009, the transducer wave form was fine and triggering was good, but no augmentation was noted. Pump strip showed it was only pumping 2.5cc and was supposed to be a 40cc iab. It is not known how long the situation had been occurring; however, the nurse on friday stated timing and pump were good. Pt did well and the iab was removed without difficulty.